Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 229 mg/dl. The customer stated that they gave a bolus and the pump alarmed motion sensor test failure. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error in the alarm history. The customer stated that the pump has been exposed to magnetic field through a carrying case with magnetic clasp. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. Unable to confirm the motor position encoder error alarm due to overwritten with displayable history alarms in alarm history screen. The alarm was noted due to a corrupted history file. No motion sensor test failure alarm was noted. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure not detected during our testing. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a cracked end cap.